Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test and reservoir unable to lock into place due to broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was able to lock into place. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.